Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va03wl0, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va07eyb, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97791, lot# n394789, implanted: (B)(6) 2013, product type: accessory. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported that the doctor was having a hard time trying to find the MRI conditional guidelines for the patient¿s device. They were able to find the documents, but they couldn¿t find what guidelines they should follow since the patient wasn¿t there at the time.